Event description:
The user facility reported that the hydrophilic coating sheared from the wire shaft during a procedure. No additional information has been provided by the user facility, however it was reported there was no harm to the patient.

Manufacturer narrative:
(B)(4). Results -(other) - the evaluation results showed the actual sample's urethane coating had been rolled back, however there is no code available; is based upon evaluation of undamaged segments of the actual sample conclusions - is based upon evaluation of the actual sample; is based upon evaluation of undamaged segments of the actual sample the actual device was returned and evaluated. Visual inspection found that the urethane coat had been rolled back over the guidewire 15mm in the distal direction. The guidewire shaft was found to be deformed at approximately 25mm - 40mm from the distal end. This defect was not communicated by the user facility and is not considered to have any correlation to the user facility complaint. Magnifying inspection found: (1) the proximal end of the urethane coat separated from the shaft at approximately 230mm from the distal end; (2) the edge of the rolled urethane coat was located approximately 235mm from the distal end of the guidewire shaft; and (3) the evidence of the intact urethane coat was found at approximately 250mm from the distal end of the shaft. The outside diameter was measured and confirmed to meet specifications, being comparable to that of a current product sample. The urethane layer was intentionally removed from the undamaged segment to check the adhesion level of the urethane coat to the core wire. There were no any anomalies, including a lifting of the urethane coat or a gap between the urethane coat and the core wire. Previously conducted product reproductive tests of similar nature suggest that the proximal end of the urethane coat may have sustained damage by being exposed to an abrading force causing the adhesion of the urethane coat to the core wire to deteriorate. It is further believed that when the actual sample was withdrawn from a competitor's catheter, the urethane coat peeled at the proximal edge and rolled back over the guidewire in the distal direction. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Based on the investigation findings, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the actual sample came into close contact with the distal end of the concomitant catheter causing the actual sample's proximal edge of the urethane coat to be subjected to an external force exceeding the strength limit of this device. As a result, the urethane coat was rolled back over the guidewire. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).